Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. Serial number of the radio frequency provider no provided by the complainant. The device has not yet been returned; therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. The lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported the physician "attempted to remove a 2cm fibroid" located on the "right body of the uterus wall" with "graspers, curette and forceps" (not hologic devices). The physician then attempted to perform a novasure endometrial ablation. The cavity integrity assessment (cia) test was unsuccessful. The physician removed the disposable device. A hysteroscopy was performed and perforation was "visualized at the right cornua area." The procedure was aborted. No intervention was required. The pt was discharged home on prophylactic antibiotics. On (B)(6) 2013, it was reported the pt is doing "fine." A hysteroscopy, dilatation and curettage (d and c), and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.